Event description:
It was reported that the system 7700's left monitor was blank with no image. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the image intensifier's power supply was defective and was replaced. The system was calibrated. The system was tested and found to be working as intended and placed back into service.